Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a baxter infusion pump presented an air in line alarm during use with an unspecified solution administration set. This occurred during infusion. The reporter stated that the set had been inverted and tapped. There was no damage noted to the set. There was no patient injury or medical intervention associated with this event. No additional information is available.